Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown.

Event description:
During the atrial fibrillation procedure, blood leaked from the hemostasis valve. The sheath was inserted into the right atrium and when the dilator was removed, prior to the insertion of the catheter and septal puncture needle, blood leaked. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.